Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of carcinoma and high grade squamous intraepithelial lesion on (B)(6) 2015, ovarian cyst and uterus enlarged on (B)(6) 2015, adenomyosis, menometrorrhagia, obesity, parity 2 and multi gravida. On (B)(6) 2015, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy and bilateral salpingectomies). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.195 kg/sqm. [Pathology test] on (B)(6) 2015: tissue sent: a cervix, uterus, tubes. Final pathological diagnosis: uterus and fallopian tubes: cervix: squamous cell carcinoma in-situ (high-grade squamous intraepithelial lesion). No invasion identified. Changes consistent with prior biopsy site. Endometrium: proliferative pattern. Myometrium: adenomyosis. Serosa: unremarkable. Fallopian tubes: unremarkable. Uterine weight: 127 grams. Gross description: sections reveal a tan-pink mucosa and a pinpoint lumen containing a gray coiled wire. [Smear cervix] on (B)(6) 2015: atypical glandular cells of undetermined significance [ultrasound scan] on (B)(6) 2015: reveals an enlarged uterus that measures 9.97 cm in maximum diameter. Her uterus in heterogeneous in texture. The ee measures 3.95 mm. She has a simple cyst on the left ovary that measures 2.8 cm in maximum diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of carcinoma and high grade squamous intraepithelial lesion on (B)(6) 2015, ovarian cyst and uterus enlarged on (B)(6) 2015, adenomyosis, menometrorrhagia, obesity, parity 2 and multi gravida. On (B)(6) 2015,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy and bilateral salpingectomies). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.195 kg/sqm. [Pathology test] on (B)(6) 2015: tissue sent: a cervix, uterus, tubes. Final pathological diagnosis: uterus and fallopian tubes: cervix: squamous cell carcinoma in-situ (high-grade squamous intraepithelial lesion). No invasion identified. Changes consistent with prior biopsy site. Endometrium: proliferative pattern. Myometrium: adenomyosis. Serosa: unremarkable. Fallopian tubes: unremarkable. Uterine weight: 127 grams. Gross description: sections reveal a tan-pink mucosa and a pinpoint lumen containing a gray coiled wire. [Smear cervix] on (B)(6) 2015: atypical glandular cells of undetermined significance [ultrasound scan] on (B)(6) 2015: reveals an enlarged uterus that measures 9.97 cm in maximum diameter. Her uterus in heterogeneous in texture. The ee measures 3.95 mm. She has a simple cyst on the left ovary that measures 2.8 cm in maximum diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.